Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Event description:
A customer contacted baxter (B)(4) regarding a leak from the tubing of a cassette. There was no patient involvement and no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Baxter received one used set in reference to leak. Set was visually inspected with solution noted throughout set. Set was placed on machine for priming and run with no alarms noted. Set was then tested underwater at 8 psi with no leak noted. Set was then clear-passage tested with no blockage noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The cause was not identified.